Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted no anomalies. It was difficult to establish telemetry and keep a telemetry link with the s-ICD. Once interrogated there were no resets or codes in the device's memory. Further testing found that the pulse width became narrower as the temperature increased. Telemetry becomes very difficult when the pulse width is very small. Although laboratory analysis confirmed the field allegation, they were unable to determine a root cause for this issue.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the field representative was unable to interrogate the subcutaneous implantable cardioverter defibrillator (s-ICD) during an in office visit. A magnet reset was performed and the programmer was rebooted, but the field representative was still unable to interrogate the device. After further troubleshooting the field representative was able to obtain the model and serial number information but the interrogation did not pull the patient data. After another attempt the programmer displayed that there was no device found. Further magnet reset were performed and tones were unable to be heard for the first couple of times, but did hear tones occasionally. It was noted that there was some tenderness in the pocket. Further troubleshooting noted continued issues with establishing telemetry. Subsequently a revision procedure was performed where the s-ICD was explanted and replaced. No additional adverse patient effects were reported.